Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between the device and the cause of the event.

Event description:
It was reported to boston scientific by the physician that he had placed an advantage sling system and the patient was having some difficulty voiding. The physician felt the placement of the sling was probably too tight and he went back in and "cut a small piece from the implanted mesh and the patient is fine." The physician could not provide any dates for the procedure or the event. Additionally, the lot number could not be provided.